Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit had a flow sensor malfunction, possibly causing a loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
Per additional info received, there was no loss of mechanical ventilation. This failure was not reportable in the USA. Per additional info received, there was no loss of mechanical ventilation. This failure was not reportable in the USA.